Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: date of death estimated to be (B)(6) 2023 since date of event was 19-dec-2023 and then reported to have died 3 days later. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient with history of lung cancer, copd and emphysema underwent a redo atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced bleeding requiring medical intervention, prolonged hospitalization and ultimately died. When they were switching from radiofrequency (rf) ablation (rf ablation had been delivered) to cryo ablation, the patient's oxygen saturation and blood pressure went low. The patient's symptoms resolved shortly after. After about 20-25 minutes and about 7 cryo lesions, the patient's oxygen saturation and pressure dropped again. It was noticed by x-ray that there was no air in the right lung and that it was also noticed that there was no movement in the lung. The anesthesiologist saw visible blood where the patient had been intubated in the esophagus area and the anesthesiologist noted that the patient was aspirating and regurgitated a little. The pulmonary doctor was called in and performed a bronchoscopy and it was seen on the bronchoscopy that the patient's right lung was filled with blood and was bleeding into the left lung. The blood was removed from the patient's lungs and administered drugs as well including the administration of protamin to reverse heparin. Physician does not know how the complication occurred. Could have been the overall patient condition or due to the procedure. Multiple bronchoscopies were given, and a blood transfusion. Patient recovered and improved a little bit then unfortunately died three days later. Patient did not leave the hospital until he eventually expired.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 24-jan-2024, it was noticed the following information was inadvertently omitted from the 3500a initial medwatch report: "physician's opinion cause of death was pulmonary hypertension and right ventricular failure. It was also reported the date of death was (B)(6) 2023".